Event description:
Pt had an 11 second pause at 0700 hrs and the monitor picked it up. The pause was not picked up by the telemeter, in the memory, on the trend, and nothing in the classes. The alarm did not pick it up. 5/17/94, rptr responded to call about monitor not alarming on pause arrhythmia. Used simulator to test functions, no problem found. 5/18/94, called in svc rep to verify opertion. Simulator used again and all functions tested ok.